Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation appears to be related to the procedural conditions. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The triclip and mitraclip reported in b5 are filed under separate medwatch reports listed in h10.

Event description:
It was reported that (B)(6) 2022, a multimorbid patient presented with grade 4 mixed mitral regurgitation (mr), tricuspid regurgitation, and an enlarged atrium for a mitraclip procedure. Two mitraclips were implanted and the mr was reduced to grade <1. On (B)(6) 2024, the patient returned with recurrent grade 4 mr and leaflet prolapse for a second clip intervention. Per the physician, the recurrent mr was documented greater than 90 days from the original procedure and due to disease progression from heart failure. The clips remained stable on both leaflets. It was noted that imaging was challenging. One clip was placed between the previous implanted clip, and the mr was reduced to grade 2-3. An additional clip was attempted to be placed medial to the other clips, but it became caught in the commissure. Troubleshooting was performed to free the clip. This resulted in a rupture of the anterior mitral leaflet. The mr increased to grade 4. Additionally, a left-to-right/ right-left shunt was observed at the puncture site of the atrial septum. The atrial septal defect (asd) was caused by a combination of the steerable guide catheter and recurrent tricuspid regurgitation from a triclip single leaflet device attachment (slda). The asd was treated with a septal occluder.

Event description:
Subsequent to the final report, the patient expired 2 weeks post-procedure [approximate date: (B)(6) 2024]. The documented cause of death is unknown. Per the physician, the probable cause of death was multimorbidity and the unsuccessful procedures.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation appears to be related to the procedural conditions. The probable causes of unrelated death were multimorbidity and the unsuccessful procedure. The reported patient effects of perforation and death, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 1802 death / expired.